Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the vapr 3 generator device had an error message 400 - 14. During in-house engineering evaluation, it was determined that the device had an intermittent (B)(4). Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that there was an error message 400 - 14. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the 5 pin connector corroded by fluid. Speaker insulation damaged, push-on fastener corroded. Main on/off moisture damaged. Intermittent (B)(4). Error code - 400 idt board assembly. The ID board and power switch were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.